Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements over time. A revision procedure was performed and the rv lead was surgically abandoned. It was reported that a break in the insulation was visualized by the physician. No additional adverse patient effects were reported.